Event description:
On (B)(6) 2013, patient reported the battery in his infusion device lasts a maximum of 2 weeks. Patient stated the device is currently working properly and is not displaying an e2 (battery depleted) or a w2 (battery low). Patient reported high power consumption with the new battery and battery cover that was sent. Patient stated the battery only lasted 2 days and the battery contacts are not damaged. Patient reported this is a recurring issue. Patient stated sometimes the blood glucose monitor and the infusion device do not communicate. Advised that a low battery will disable communication; patient was able to connect to the infusion device from the blood glucose monitor. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation. Product was requested and received. On (B)(6) 2013 preliminary evaluation found a defective component in the power supply path which leads to a leakage current.

Manufacturer narrative:
Conclusion the complaint can be verified. Result based on the history analysis the pump had a high power consumption. A defective component in the power supply path leads to a leakage current. Therefore a battery change has to be performed frequently. Due to a quick discharge of the battery, the w2 "battery low warning" did not alert the user but the e2 "battery empty alarm" occurs. Consumables the battery cover passed the optical inspection.